Event description:
Event description guidant received information that this cardiac resynchronization therapy-defibrillator (crt-d) device and epicardial lead exhibited oversensing associated with noise that inhibited pacing.